Event description:
It was reported that the patient presented in the clinic after lifting a heavy object and suspecting a torn pectoral muscle. The ICD had moved from its implanted location to the pectoral space under the arm. Pocket revision was performed and the ICD was implanted subcutaneously. The patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.